Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
Customer reported having trouble with high blood glucose readings. Customer stated that she was able to get them down, however they went right back up. It was noted that the customer woke up with blood glucose readings of 369 mg/dl. Customer treated with 9.2 units of insulin with a syringe and her blood glucose readings went up to 600 mg/dl shortly after. Customer has been having fluctuating blood glucose readings. Troubleshooting was performed and the drive support cap and all settings appeared to be normal. The high pressure test was also performed and passed. It was noted that the customer had a no delivery alarm during priming. Customer mentioned that the cannula may be occluded as the customer wears the set on her stomach often. No further information reported.